Manufacturer narrative:
D10, h3, h6: one footprint ultra pk 4.5 mm suture anchor product used for treatment, was returned for evaluation. Instructions for use includes recommendations and precautionary statements for proper use of product. No anchor was returned. No green braided suture was returned to evaluate. Only the white threader suture was returned. The device had an audible click upon rotation of the torque limiter. The inner shaft advanced and retracted with rotations. The rotations were slightly out of concentricity as the inner shaft appeared slightly pushed at the distal tip. Per instructions for use: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Use the appropriate smith and nephew hole preparation device to prepare the insertion site. Smith and nephew disposable and reusable awls specific to the suture anchor are sold separately. Prep instrument for normal bone conditions is a 3.8mm straight awl. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that, during a medial collateral ligament surgery, after the 4.5mm footprint ultra peek suture anchor was implanted, it was found the suture was not compressed tightly. The procedure was successfully completed using a back-up anchor into an additional bone hole. There was no significant delay and no patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.